Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed non-physiologic noise resulting in an inappropriate shock. In office troubleshooting was performed and noise could be reproduced. The sensing vector was reprogrammed from primary to secondary. Boston scientific technical services (ts) reviewed the device data and confirmed baseline shift and high amplitude noise. Ts suspects that the noise is related to blocked signals at b-node to can sensing pathways. Ts concurs with the programming changes already made. No adverse patient effects were reported. The device remains implanted and in service. Additional information received indicates that x-rays were provided to ts. Ts confirmed proper device-to-electrode connection and that there was no visible evidence of damage along the length of the electrode. The tip of the electrode is pointing towards a pectoral muscle which might be bringing myopotential noise issue. Ts recommended performing aggressive isometrics to see whether the noise gets oversensed or not. Ts noted that if noise can be produced in the secondary vector, ts suggested intervention to straighten the electrode along the sternum by use of the third incision and suture the tip in a more appropriate position.